Manufacturer narrative:
Imdrf device code a040506 captures the reportable coating fractured.

Event description:
It was reported to boston scientific corporation that a nitinol retrieval coil device was about to be used during a ureteral calculi procedure performed on (B)(6) 2024. During preparation, upon opening the package the sealing and coating end of the basket was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a040506 captures the reportable coating fractured. Block h11: investigation results the returned stone cone was analyzed, and a visual evaluation noted that the coil was received in an open state and was tangled. Additionally, it was found that the sheath around the coil was peeled exposing the shaft wire. Functional examination was performed, and when trying to close the coil resistance was encountered due to the tangle area. A labeling review was performed and, there is no evidence that this device was not used in accordance with instructions for use. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the investigation it is most likely that the damage was caused by using excessive force or manipulation. It is probable that when they were testing the coil force was exerted causing the wiring deformation and sheath damage that was observed in the analysis. Additionally, the IFU states, if resistance is encountered while attempting to withdraw the coil do not exert excessive force. To release the object from the device, advance the sheath to straighten the coil and remove the device. Therefore, the most probable root cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a nitinol retrieval coil device was about to be used during a ureteral calculi procedure performed on (B)(6) 2024. During preparation, upon opening the package the sealing and coating end of the basket was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.